Manufacturer narrative:
An ekosonic mach 4 106cm/24cm catheter was returned for evaluation and it was confirmed the distal marker band was missing. Witness marks confirm the placement of the distal marker band. Drag marks are present from the marker band being pulled off. Because the cables had been cut off the serial number could not be determined. The customer reported that the marker band had threaded behind the stent and then back into the stent lumen. The patient did well and the ekos portion of the procedure, preceding the event, went as planned. The physician did not feel there was a need to try to retrieve the marker band as it was left between the stent struts and the vessel wall.

Event description:
On (B)(6) 2015 an ekos representative learned that a marker band had come off the distal tip of a catheter. The case occurred (B)(6) 2015. It was a dvt (right iliac) case. They realized the marker band had threaded behind the stent and then back into the stent lumen. Patient did well and the ekos portion of the procedure (pre-ceding this event) went as planned. The physician did not feel there was a need to try to retrieve the marker as it is between the stent struts and the vessel wall.